Manufacturer narrative:
Returned for evaluation was a fiber, tre-sheath, dilator, guidewire and a micro-introducer. A visual evaluation of the devices noted no defects or damage. During functional testing, the devices functioned as intended. Based on the complaint description, the reported incident of a patient experienced a clot. The customer provided a photo which noted a clot that was removed from the fiber. A possible root cause of the clot per angiodynamics' engineer for this product states: "blood clots as shown in the attached photo do occasionally occur, but do not present a concern during a laser endovenous procedure", is most likely due to their blood chemistry and the presence of a foreign object in the body". A review of the device history records via ship history report was performed for the packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". Xarelto (blood thinner) was given to the patient by the physician to try and resolve the event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported : a small clot advanced outside of the sheath when advancing fiber. They flushed the sheath and dilator and guidewire. Clot migrated into deep system. There was clot on the fiber once they pulled fiber out of body. Physician prescribed xalreto and will continue to follow up with patient. They saved the fiber. (Patient 1) a similar incidence happened to another patient the following morning with dr. (B)(6) (patient 2, reference 1319211-2020-00002). Patient was reported as being stable post procedure. It was reported the disposable device is available for return to the manufacturer for a device evaluation.